Event description:
A fire began in patient's room, resulting in patient's death. The cause of the fire is currently under investigation, but may be related to one or more medical devices present in patient's room.